Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Minore, a., morselli, s., franzoso, f., maruzzi, d., varvello, f., toso, s., ferrari, g., siena, g., conti, e., papalia, r., uricchio, f., balsamo, r., scarpa, r. M., and cindolo, l. (2024). Is water vapor thermal therapy safe and feasible in elderly and frail men? The italian experience. World journal of urology, 42(1). Https://doi.org/10.1007/s00345-023-04762-9. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in world journal of urology that a retrospective cohort study was conducted on patients treated with rezum water vapor thermal therapy (wvtt) between june 2019 and september 2021 to compare wvtt safety outcomes in men older than 75 with younger men. The patients were divided according to age into elderly, patients with 75 years old or less and patients with over 75 years old. A total of 426 men participated, 366 were younger than 75 years old (group 1), non-elderly, while 60 were above this age (group 2), elderly. The study found similar results for intra-operative and post-operative complications between young and elderly men. Both groups had an average operative time of about 11 minutes. The number of injections was slightly higher in elderly men (eight) compared to young men (seven). There were no intra-operative complications in elderly men and only one in younger men. Clot retention occurred in five younger men and two elderly men. Only one transfusion was needed in the elderly group. There were no differences in length of stay, post-operative urinary retention, and reintervention rate between the groups, but catheterization time was longer for elderly men. It was concluded that water vapor thermal therapy is a safe procedure for elderly patients, showing similar intra-operative and post-operative complication rates compared to younger patients.

Event description:
It was reported to boston scientific via an article published in world journal of urology that a retrospective cohort study was conducted on patients treated with rezum water vapor thermal therapy (wvtt) between june 2019 and september 2021 to compare wvtt safety outcomes in men older than 75 with younger men. The patients were divided according to age into elderly, patients with 75 years old or less and patients with over 75 years old. A total of 426 men participated, 366 were younger than 75 years old (group 1), non-elderly, while 60 were above this age (group 2), elderly. The study found similar results for intra-operative and post-operative complications between young and elderly men. Both groups had an average operative time of about 11 minutes. The number of injections was slightly higher in elderly men (eight) compared to young men (seven). There were no intra-operative complications in elderly men and only one in younger men. Clot retention occurred in five younger men and two elderly men. Only one transfusion was needed in the elderly group. There were no differences in length of stay, post-operative urinary retention, and reintervention rate between the groups, but catheterization time was longer for elderly men. It was concluded that water vapor thermal therapy is a safe procedure for elderly patients, showing similar intra-operative and post-operative complication rates compared to younger patients.

Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event the exact date of the event is unknown, estimated. Minore, a., morselli, s., franzoso, f., maruzzi, d., varvello, f., toso, s., ferrari, g., siena, g., conti, e., papalia, r., uricchio, f., balsamo, r., scarpa, r. M., and cindolo, l. (2024). Is water vapor thermal therapy safe and feasible in elderly and frail men? The italian experience. World journal of urology, 42(1). Https://doi.org/10.1007/s00345-023-04762-9. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.